Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2 and h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The subject device has no repair history and the phenomenon was not duplicated. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned to the olympus. The olympus local field service engineer checked the subject device and found that the reported phenomenon was duplicated. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following cause. - the video communication could not be transmitted to the video system center since the cable of the subject device was broken due to user handling.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a procedure with the subject device, a scope communication error e216 occurred and the color of the image turned into blue or purple. The user completed the procedure by using the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event. The subject device was used in combination with otv-s190 and clv-s190.